Manufacturer narrative:
(B)(4).

Event description:
It was reported the surgeon had to take the patient to the or on the night of (B)(6) to clean out the pump pocket since the patient appeared to have an infection. It was stated they did not need to explant the pump, but put a bandage/dressing on the patient¿s incision that the patient was apparently allergic to, so it caused blisters. The pump was used to deliver lioresal. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.